Event description:
Allegedly, revised due to an infection.

Manufacturer narrative:
Investigation is not complete. The product was not returned for eval. Add'l info has been requested. The event device code is addressed in tthe package insert. Trends will be evaluated. This report will be updated when the investigation is completed. This event occurred in another country.